Manufacturer narrative:
Technician evaluated the device and observed a screw that once secured the diode laser block to the handpiece shell had come out and was lodged next to the trigger microswitch causing unintended laser discharges. Technician resolved customer's issue by refitting screw. There was no patient injury involved in this incident. The device history record confirms that the product passed and met all requirements before releasing. This event is an aro (accidental radiation occurrence) because of unintended discharges of laser energy. Therefore, this event is reportable in the us.

Event description:
The device's handpiece continued to discharged energy after the trigger button was released.